Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the biomed need help finding a part number and stated that looking for the cooler evaporator tubing, in the manual it was described as black compressor evaporator tubing and the part in the manual looks slightly different than it did on machine. Unable to locate part number on service manual. Searching manual, it appears it may be a part within the chiller. Per support/biomed tech via phone on 30june2023, it was reported that the part number 40310600 molded y tube was the part needed. It had been received and the unit had been repaired and returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed need help finding a part number and stated that looking for the cooler evaporator tubing, in the manual it was described as black compressor evaporator tubing and the part in the manual looks slightly different than it did on machine. Unable to locate part number on service manual. Searching manual, it appears it may be a part within the chiller.